Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter balloon ruptured in the patient. The foley catheter was reportedly filled using the 10 cc syringe provided in the tray. The complainant reported that particles from the balloon had to be retrieved with graspers during a cystoscopy.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst.

Event description:
It was reported that the foley catheter balloon ruptured in the patient. The foley catheter was reportedly filled using the 10cc syringe provided in the tray. The complainant reported that particles from the balloon had to be retrieved with graspers during a cystoscopy.